Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of four devices were used in this event, three spyscope ds ii and one spyglass ds controller. This record represents spyscope ds ii. It was reported to boston scientific corporation that a spyscope ds controller and three spyscope ds ii were attempted for use in the bile duct during a cholangioscope procedure on (B)(6) 2026, for the treatment of stones. During the procedure, no imaging was obtained, and three different catheters were attempted. The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block e1: the reported healthcare facility is: name of hcf: (B)(6). Address: (B)(6). Contact number: (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed. As a result, and due to insufficient evidence, the reported event cannot be confirmed. A risk review of the spyscope ds ii device verified that the event category cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, a probable root cause for the reported issue cannot be determined due to the lack of evidence. Because the product was not returned for analysis, it was not possible to assess for potential defects. Without a thorough evaluation of the device, no contributing factors to the event can be conclusively identified. The impact code cancelled/rescheduled - post sedation/sedation unknown will be addressed as adverse event related to procedure since the event was not completed due to the conditions faced during the procedure. All compiled information on this investigation determines that the most probable cause of this event cannot be established.

Event description:
Note: this report pertains to one of four devices were used in this event, three spyscope ds ii and one spyglass ds controller. This record represents spyscope ds ii. It was reported to boston scientific corporation that a spyscope ds controller and three spyscope ds ii were attempted for use in the bile duct during a cholangioscope procedure on (B)(6) 2026, for the treatment of stones. During the procedure, no imaging was obtained, and three different catheters were attempted. The procedure was not completed due to this event. No patient complications were reported as a result of this event.